Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of elevated metal ion levels, tissue/bone destruction, pain, loss of range of motion and inflammation. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04764 / 04765).

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of elevated metal ion levels, tissue/bone destruction, pain, loss of range of motion and inflammation. No further information has been provided to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the (B)(6) 2012 revision was due to infection. All components were removed and antibiotic spacers were implanted. The antibiotic spacers were removed and new components were implanted on (B)(6) 2012.